Manufacturer narrative:
Philips received a complaint on the intellivue mx750 patient monitor indicating that there was a speaker malfunction error. The device was not in use on a patient at the time of event, there was no adverse event reported. A philips remote service engineer (rse) spoke to the customer and confirmed ¿speaker malfunction error¿ message was displayed, and no sound was being produced until volume is increased or monitor is power cycled. The rse determined that the {453564776971 mx_750/850 & ad_75/85 loudspeaker assy} needed to be replaced and provided part ID. The customer ordered a replacement speaker to resolve the issue. A good faith effort (gfe) conducted confirmed that loudspeaker assembly was ordered to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the failed loudspeaker assembly. The reported problem was confirmed. The device was operational after replacing the speaker.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there is a speaker malfunction error; there is no sound until volume is increased, or monitor is power cycled. The device was not in use on a patient at the time of event, there was no adverse event reported.